Event description:
T was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to pump will not work. Does not transfer fluid. No adverse patient effects.